Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator replacement. During the procedure, the pacemaker exhibited loss of output during the use of electrocautery. The patient experienced cardiac arrest. A secondary external pacemaker was used. Programming changes were made on the external pacemaker. Pacing resumed and the procedure was completed successfully. There were no patient consequences.